Event description:
A customer reported that unicel dxi 800 access immunoassay analyzer generated a higher than expected thyroid stimulating hormone (tsh) result above the normal reference range for one patient. The result was not reported out of the laboratory. Repeat testing on abbott architect produced a discordantly lower result, within the normal reference range. There was no change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer indicates that dilution testing was performed, although that data was not supplied to us. Qc was performed before and after the event. The instrument is currently performing within the qc specifications. Service was not dispatched for this event. The sample was submitted to bec customer product line support (cpls) for additional testing: a. Cpls reproduced customer's result on undiluted sample. B. Dilution test results suggested presence of interfering substance since the results were not linear. C. Heterophile antibody interference testing demonstrated the presence of interfering substances since at least one of the heterophile blockers used in the test significantly lowered the signal. Interference was the root cause of the erroneously elevated access htsh result. Heterophile antibodies interaction is well known by all manufacturers. Even though the occurrence of such interference is very low, a statement in the section limitation is always present in inserts of most manufacturers. As an example, below is the beckman coulter statement: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies."